Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Manufacturer narrative:
Additional information: b5, d10.

Event description:
Related manufacturing ref: (B)(4).

Event description:
During a redo pulmonary vein isolation and left atrial tachycardia procedure in the left atrium, a pericardial effusion occurred. During the procedure, the catheter made a crackling noise while bending and stretching. Because radio frequency ablation could be applied without any restriction, the catheter was not replaced and ablation was completed successfully with this catheter. At the end of the procedure, the patient became hypotensive and an ultrasound revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with the device.

Manufacturer narrative:
One quadripolar, uni-directional, curve d, flexibility sensor enabled ablation catheter was received for evaluation. The catheter deflected when actuating the steering mechanism and the curve dimensions met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.